Event description:
Plc60 was loaded with first plcr60b reload and fired properly. Loaded with second plcr60b reload and did not work properly. The knife blade was exposed and few staples did not form although the pc displayed "firing complete" message.